Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during bolus. Customer's blood glucose was 234 mg/dl. During troubleshooting, customer was able to deliver a 5.0 unit fixed prime. Customer reported that healthcare professional advised that insulin pump be replaced. Customer was transferred to sensor department for uploading sensor or upload.